Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the upper ribs on (B)(6) 2018. The patient stated that skin irritation occurred after sensor insertion. The reaction started at the insertion site, then irritation spread around the tape part, and finally outward next to it. A similar reaction the size of a dime or quarter occurred on the patient¿s thigh, but it did not grow. There was also a spot on the face that did not expanded. Patient claims it is like poison ivy. The sensor was removed on (B)(6) 2018. Patient saw the endocrinologist on (B)(6) 2018 to combat the rash as it was incredibly itchy, the skin was red all over, and it was so bad that the patient could not tolerate it. The endocrinologist visually assessed the patient¿s epidermis and prescribed hydroxyzine. At the time of contact, it was indicated that the patient was recovering, but was still experiencing itching around the front and back of her body, neck and legs. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.